Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was fell out of patient due to balloon failed. No patient injury was reported. Per follow up information received via ibc on 18june2025, stated that the catheter fell out during the procedure with the balloon deflated without anything pulling on it and tried to test it and the balloon would not inflate. Event occurred during use.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual: received 1 all silicone foley catheter. Using in house syringe attempted to inflate catheter balloon with 10ml of mbs. Upon inflation, solution started to leak into drainage funnel causing lumen to lumen leak. This does not meet specification per (B)(4) which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was fell out of patient due to balloon failed. No patient injury was reported. Per follow up information received via ibc on 18june2025, stated that the catheter fell out during the procedure with the balloon deflated without anything pulling on it and tried to test it and the balloon would not inflate. Event occurred during use.